Manufacturer narrative:
Batch review performed on 12.04.2021: lot 180031: (B)(4) items manufactured and released on 09-apr-2018. Expiration date: 2023-03-25. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been already sold without any similar reported event. Corrected data: on the 27 april 2021 this MDR was sent to the FDA test webtrader (https://esgtest.FDA.gov) for error. Today 9 september 2021 we recongnized the error and sent the MDR to FDA production webtrader (https://esg.FDA.gov).

Event description:
2 years and 4 months after the primary surgery the patient came in reporting pain due to a loose stem and the cause of the loose stem is unknown. The surgeon revised the medacta stem and head with a competitor stem and head, and revised the medacta liner with a medacta liner. The surgery was completed successfully.